Manufacturer narrative:
(B)(4). The insulin pump was returned for cosmetic damage located on the battery compartment found on (B)(6) 2021. The insulin pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, cracked select button keypad overlay, stained keypad overlay, end cap address label faded, pillowing keypad overlay, and missing reservoir tube o-ring. No crack on the battery compartment noted during physical inspection. Cosmetic damage (crack) on the battery compartment was not confirmed, however, other cosmetic damage was noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump battery compartment was damaged. No harm requiring medical intervention was reported. The customer will discontinue to use the pump.